Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) concerning a patient with an implantable neurostimulator (ins) for spinal pain. It was reported MRI compatibility guidelines were requested. The patient needed an MRI. The caller was not sure which part of the body. The patient reported the ins battery is dead and the patient cannot turn it on to verify MRI eligibility. Troubleshooting could not be done due to lack of access to product. The caller was redirected to the healthcare provider (hcp). Additional information was reported that the patient charged up their ins on monday and tuesday of this week, and the patient is now at the MRI center, but the patient's patient programmer (pp) is showing a message that the ins needs to charged. The patient doesn't have his charger with them. The patient indicated she fully charged the ins earlier this week. The patient also indicated that there is a plan to replace her ins in the near future. No further information was reported.